Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cd2231-40q competitor implantable cardioverter defibrillator: (B)(6) 2012. Product event summary #(B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the lead insulation/overlay tubing was breached cut and had blood ingression. The outer insulation was breached cut. The helix was distorted and bent. There was apparent explant damage. The lead conductor was also distorted. The exposed defibrillating coil was pulled/stretched/over stressed. (B)(4).

Event description:
It was reported that the patient received multiple shocks for t-wave oversensing from the right ventricular lead. The lead also had low sensing values, low impedance and high threshold measurements. Fluoroscopy showed a possible separation of the lead coils on the proximal end. The implant record indicated difficult access and tight angulation of the vessel during the implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.